Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No damage was noted to keypad traces and the connector on lcd board was locked. The device also had scratches on the reservoir tube window noted.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also mentioned that the customer was hospitalized due to pneumonia. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.